Event description:
Upnew etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ the patient was revised because of instability with a vertical cup. Update 6/26/2012 - litigation paper received indicate that patient has experienced pain, discomfort and inflammation due to metal ions being released into her bloodstream. Complaint was reopened to add the metal liner and femoral head. Update 12/30/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated malpositioned cup, unstable hip, synovitis, clunking, and pain. An unknown stem is being added for the alleged high metal ions (no lab results provided). There is no new additional information that would affect the existing MDR decision. The complaint was updated on:1/21/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges abductor muscle repair, metal wear, and metallosis.